Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type event was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12.6,-12.5/3.5/113 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associate to low vault but it did not resolve the problem. On (B)(6) 2021 the lens was exchanged for spherical lens of same length and the problem resolved. Cause of event was reported to be unknown.